Event description:
Further information was received indicating after the back-up vvi was resolved, a false battery performance alert (bpa) was triggered via remote care. Because of the false bpa and elective replacement indicator (eri) status, the remaining longevity of the device is no longer calculated automatically. The patient will be monitored regularly to manually check the battery longevity. The patient was stable with no adverse consequences.

Event description:
It was reported that, during a remote follow-up, the device was found to be in backup mode. Technical support was contacted and recommended reprogramming to resolve the event. The suspected cause of the backup mode was event queue overflow (eqo). The device was reprogrammed to resolve the event. The patient was stable.